Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2019. Customer¿s blood glucose level was 513 mg/dl at time of incident and current blood glucose level was 503 mg/dl. Customer was assisted with troubleshooting for high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with bolus and at hospital treated with intravenous drip insulin for high blood glucose. Customer reports they had contacted their health care professional regarding the high blood glucose. Customer states the drive support cap appears normal. Customer states the insulin pump had damage to the dome sticker fell off. Customer states the reservoir was not able to lock in place when inserted into insulin pump. The insulin pump will be returned for analysis.